Manufacturer narrative:
This event is being conservatively reported in accordance with 21 cfr part 803, based on customer-provided information indicating that a reintervention involving the edwards device is planned for the patient. This report reflects the current understanding of the event based on available information. Any updates or findings from ongoing investigation will be submitted in accordance with FDA reporting requirements. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect a 23mm edwards sapien 3 transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve, edwards sapien 3 ultra heart valve, and edwards sapien 3 ultra resilia transcatheter heart valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this adverse event and product problem. With the information available, the exact cause of the valve calcification and paravalvular leak is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the hospital's valve clinic coordinator, a patient is currently presenting symptoms of shortness of breath and fatigue approximately 6 years post implant of a 23mm sapien transcatheter heart valve (exact model unknown) in the aortic position. A recent echocardiogram of the transcatheter heart valve revealed a severely increased transvalvular gradient, which is suggestive of severe prosthetic aortic stenosis. Moderate perivalvular aortic regurgitation was observed. Computed tomography (CT) report showed a well-seated tavr prosthesis with calcifications of the valve leaflets, most prominently along the noncoronary cusps, consistent with tissue degeneration. A valve in valve procedure is scheduled.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. The scheduled valve in valve procedure was performed. A 23mm sapien 3 ultra valve was successfully implanted. The following sections of this report have been updated: additional information added to b5.

Event description:
The scheduled valve in valve procedure was performed. A 23mm sapien 3 ultra valve was successfully implanted.